Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.9 cm diameter abdominal aortic aneurysm approximately three years ago. The aortic neck diameter was 25 mm proximally and it was 27 mm distally. It was reported that five days post implant the patient presented with a fever and the investigator determined it was device and procedure related. The patient was hospitalized and treated with medication and has recovered without issue. The patient returned for follow-up two months later and a type ii endoleak was seen coming from the lumbar artery. The patient was not treated for the type ii endoleak. Approximately 28 months later it was reported that there was a secondary procedure (coiling) was done to resolve type ii endoleak and aneurysm expansion successfully. The investigator assessed the type ii endoleak was not related to the study device; however, it was related to the study procedure. Approximately 17 months ago the aneurysm was 87 mm in diameter. There was an unknown endoleak noted which was left uncorrected. An ultrasound was done one month later which noted the aneurysm was 92 mm in diameter. A CT was d one two months ago and the aneurysm was 90 mm in diameter. An unknown endoleak was noted and left uncorrected. The investigator assessed that the event was not related to the study device or the study procedure. One year later the patient had a secondary intervention to coil embolize a type iia endoleak. Two days post type ii endoleak repair an ultrasound revealed a distal type I endoleak coming from the proximal left limb and was left uncorrected. It was reported that the patient expired due to an abdominal aneurysm rupture. The investigator assessed this event as not procedure but device related. Films were received and reviewed as follows: films from several post-implant studies were reviewed. The proximal neck was short and angulated. A likely type ii endoleak was seen in all the images, and a lumbar near the left side of the distal aaa was seen coiled in the angiogram eight months post implant. The most recently returned film from two months ago showed an endoleak from several possible sources. Areas of contrast were seen just below the proximal neck (possible proximal type I endoleak from the short/angulated neck), and contrast was observed in 2 separate locations within the aaa sac (possible type ii endoleak).

Manufacturer narrative:
(B)(4). Methods: (films). Results: inherent risk of procedure (endoleak, rupture, death); patient's condition affected effectiveness of device (type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).

Event description:
Received physician¿s summary on the patient. The patient¿s aneurysm had increased from 9 cm to 10.5 cm four years post implant. There is also a possible type ii endoleak on the left and right sides in the lumbar region. There is a possibly proximal endoleak in connection with the growth of the aneurysm. The patient has a short aortic neck 0.5-1 cm proximally. The physician decided to coil the type ii endoleak however, was unsuccessful. The patient had more abdominal pain the day after secondary procedure and became hemodynamically unstable. A repeated duplex showed a very large, disconnected aneurysm with embolized endoleak in the distal region on the right side. An endoleak is visible proximally on the left side. This appears to originate from the proximal left stent leg extending distally along the left stent distally. Extending, at the same time, between the two stent legs. A second attempt at coiling the endoleak was not successful.

Event description:
Additional information was received. Per cec adjudication, it was determined that the type iia endoleak and abdominal aneurysm rupture leading to death was related to both the device and the procedure.